Manufacturer narrative:
The lumenis customer engineer ce determined that the lightsheer treatment head output measured 11% higher than the programmed output. Output greater than 10% above the programmed output is out of specification. The slightly above specification above specification output on the lightsheer head appears to be the root cause of the incident based on the information available at the date of this report. Complete patient and incident details and complete treatment parameters were requested and not provided, therefore, it is not possible to determine whether other factors including patient or operator factors may have contributed to the root cause.

Event description:
Per customer, within a one-week period, 10-12 patients were blistered and welted during hair removal treatment. Most of the patients were types ii-iii. One or more patients were treated at 24 joules cm/2, 100 ms. Some patients also complained of redness, itching, oozing, or scabbing as the lesions heeled. Per the aesthetician, those patients who came to the office for follow-up evaluation or who reported open wounds were recommended otc products only, and no prescription medications were prescribed. Everyone has healed just fine. Complete patient and incident details and complete treatment parameters were requested by phone and fax, and were not provided. Customer was recommended to suspend use of the device pending evaluation by luments.